Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had two severe falls in (B)(6) 2017, which seemed to have caused some issues. The patient stated that they¿ve had back spasms going from the implantable neurostimulator (ins) site across the bottom of their back. It was noted that the spasms were lateral and perpendicular. When they were perpendicular, it would affect the patient¿s whole back. The patient stated that it was getting so painful that they couldn¿t do anything. It was also reported that the patient¿s stimulation has been too strong since they fell. The patient stated that they used to have their settings at 2.5v, but have had to lower it to 1.5v since then. The patient mentioned that ¿something may have moved.¿ it was noted that the patient had tried turning stimulation down, up, and off. The patient stated that turning the ins off or down didn¿t help, and turning it up would make the pain and spasms worse. It was noted that the falls occurred on (B)(6) 2017 and (B)(6) 2017; the patient landed on the top of their head, which caused lacerations. The patient had been taking medication because they kept getting headaches and went to a neurologist, who ordered a CT scan of their head. The patient was redirected to follow up with their healthcare provider (hcp) to address the back spasms and overstimulation. No further complications were reported or anticipated. Indication for use is non-malignant pain.